Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 with the following findings: review of the blackbox revealed the last basal delivery was recorded on (B)(6) 2013 with no activities outside of normal use. The total daily delivery added up correctly and equaled the programmed basal target. On investigation, the pump powered on normally and displayed the verify screen per normal operation. The pump was primed and exercised for 29 hours with no alarms occurring and flow accuracy within specifications. Multiple boluses were performed using the advanced bolus function. The history recorded accurate boluses info at the correct time and order. The battery compartment was noted to be cracked from the finger pad down to the sealing. The display was noted to be dim and discolored.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the patient experienced hyperglycemia for four days. No blood glucose measurement was provided. This reported event does not meet animas¿ criteria of a reportable adverse event. The distributor reported that no alarms were recorded in the pump history, and the pump was found to be delivering as programmed. The distributor stated the pump was being replaced for the patient. No direct accusation of a pump malfunction was made. Customer support made several attempts to obtain more information but was unsuccessful. This complaint is being reported because the pump was replaced due to an unspecified malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.